Manufacturer narrative:
Animas rec'd the product for eval and noted the following investigation results: the lettering on the "ok" button has rubbed off, no damage was observed to the keypad, the buttons respond to presses intermittently. The "up" button contact was found to be misaligned and there was contamination under the button contacts.

Event description:
It was reported that the "down" button is sticking and the "ok" symbol is worn off. The rptr claimed that she has to press the button multiple times for a response. The rptr denied any exposure to moisture.